Event description:
It was reported that the customer's pump shut off due to low battery, and the language had changed to spanish when the pump was turned back on. There was no reported impact to the customer's blood glucose level.